Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 600 mg/dl) and an insulin injection was administered to address bg. Contact alleged pump bolus was not being delivered. Pump system check was performed and the pump was functioning as intended. Contact continued to allege pump was "malfunctioning". Customer continued to use pump for insulin therapy.